Event description:
Reportedly, patient returned for a routine follow-up but the device could not be interrogated by 2 different programmers (message "interrogation is stopped¿ popped up). Magnet was placed on the device and the rate was shown to be 80min-1 with good capture test as well. Clinic is concerned why the symphony flipped to elective replacement indicator so soon when good battery cell impedance was seen at last follow-up (0.69 kohms a year ago). It was possible to program the device to nominal mode via telemetry head button, but still could not interrogate the device (same message kept popping up). The physician decided to change the device that will be returned for analysis.

Event description:
Reportedly, patient returned for a routine follow-up but the device could not be interrogated by 2 different programmers (message "interrogation is stopped" popped up). Magnet was placed on the device and the rate was shown to be 80min-1 with good capture test as well. Clinic is concerned why the symphony flipped to elective replacement indicator so soon when good battery cell impedance was seen at last follow-up (0.69 kohms a year ago). It was possible to program the device to nominal mode via telemetry head button, but still could not interrogate the device (same message kept popping up). The physician decided to change the device that will be returned for analysis.